Event description:
Physician was doing gastric bypass surgery then he realized that the black plastic tip of harmonic was broken. Doctor searched in the abdomen, but he couldn't find it. Team leader was informed, and she called the harmonic rep. Add¿l info: surgeon was using harmonic scalpel on the stomach. Surgeon noticed that the black tip at the end of the harmonic scalpel was missing. Gastric tube inside stomach was visualized by the surgeon while using the harmonic scalpel. Crna took the gastric tube out. The gastric tube was examined. It appeared to be a black piece that was determined to be the tip of the harmonic scalpel. X-ray was still taken and was determined by staff in the or that there were no remnants of the scalpel in the patient. No retained products.